Event description:
In 2003, dr. Used a koala iupc 5000e. Dr. Reported that there was blood return after placement and was followed by fetal bradycardia. An emergent c-section was called. Apgar scores were 0 at 1 minute and 0 at 5 minutes. The baby was revived and transferred to another facility.